Event description:
The customer stated that his new contour meter read high compared to his truetrack meter. The contour read 233, 221, and 224 mg/dl, while the other meter read 113 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, but his contour meter was returned for evaluation. Replacement products were sent to the customer.